Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that the power cabling needed secured and tightened, and the cxps frame needed reset. The technician secured and tightened the power cabling, reset the cxps frame, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor to their hexavue custom room rack was flickering intermittently. No report of injury or procedure delay.